Manufacturer narrative:
Date of event: estimated as (B)(6) 2021 as this is the first monday of the second week of (B)(6), in which the second week of (B)(6) is what was provided for when this event was discovered. Explant date: estimated as (B)(6) 2021 as this explantation occurred after discovery of the event.

Event description:
It was reported that a movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was successfully implanted. The patient presented for their 45 day follow up appointment in the second week of (B)(6) 2021. At the 45 day follow up appointment, transesophageal echocardiography (tee) showed the closure device sitting sideways and shifted out of the laa. The device was attached only on the limbus side of the heart. The closure device was explanted and a 27mm device was reimplanted into the laa at another healthcare facility. The patient was doing well.